Manufacturer narrative:
H2, h3: software logs were analyzed, but there was insufficient information to determine root cause of the reported behavior. Previously reported codes 10, 3221, and 4315 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: pn: 9735999r, lot: unk, serial: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the system would not boot up to the correct screen and will then become unresponsive. After several reboots the system will function as intended. While performing system checkouts, the system will react very slowly and then become unresponsive. This is a newly installed system. The solid state drive (ssd) was reseated without resolution. The settings of cables we connected correctly. It was reported that the probable cause was that during shipping the ssd had become dislodged or damaged. There was no patient present.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. It was reported that the ssd was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Hardware analysis is pending. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ssd was analyzed by a medtronic representative. Upon initial boot up, the ubuntu screen appeared. The rep was able to bypass this screen be selecting 'enter' and log in to 'admin' and 'stealth' without issue. Multiple restarts and software shutdowns / boot-ups successful. Self-test short, successful. (B)(4). If information is provided in the future, a supplemental report will be issued.